Event description:
Patient reported that the device's memory recorded a value (155 mg/dl) which patient did not obtain while testing. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.